Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement was used. Patient was scheduled for a poly exchange. Upon examination of the tibial component it was discovered to be loose. Tibial "componenent" was explanted and a new stemmed tibial component was implanted.